Event description:
Caller states customer felt "strange" and had "jerking motions" when blood glucose result of 250 mg/dl was obtained on the advantage system. Caller states customer's test strips were expired. Customer's nurse administered lispro based on the blood glucose result of 250 mg/dl. Shortly thereafter, customer began acting intoxicated, and paramedics took her to the hospital. Blood glucose result on professional meter was 45 mg/ldl, and customer was treated with orange juice. Requested return of suspect device and replacement was sent.